Event description:
Patient reported blood glucose level elevated to 471 mg/dl. Patient stated she disconnected from site and primed, but no insulin came out of tubing. Patient stated that the device did not generate an error. While troubleshooting, the patient was able to prime successfully, but she does not have confidence in the device.